Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the affiliate that the er320 instrument clips did not close properly and fell off the tissue. There was no consequence to the pt.